Event description:
It was reported that the insulin pump alarmed calibration error, change sensor, false low blood glucose alerts which awoke the customer at night. The sensors have been off by 100 points. The customer stated that they have been having trouble with high blood glucose and had to change out infusion sets since the blood glucose would not come down. During that incident the customer's blood glucose was over 400 mg/dl. They were having a lot of trouble with weak signal, even when the insulin pump and the transmitter were on the same side and right next to each other. Upon review it was note that the customer was calibrating a lot trying to get the sensors to correct. The customer declined being transfer to the help line. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.